Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated with bluetooth prior to the implant procedure. The device was not used. There was no patient involved.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. Final analysis of the device and logs determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.